Manufacturer narrative:
Device evaluation : one bci monitor was received for investigation and upon visual inspection, it was noted the unit had the rear sample line disconnected and taped up with a service label, indicating the customer had to remove and connect to the filter port. The monitor was serviced in september and it was determined the customer must have never reconnected the sample line. Therefore, when they completed a calibration, it failed. The investigation team reconnected the tubing correctly and the monitor calibrated and readings were accurate. Based on the evidence, the complaint allegation was confirmed. The failure resulted from a user error failing to follow the correction instructions from the operator's manual (chapter two).

Event description:
Information was received that the calibration of a smiths medical bci capnocheck sleep oximeter "failed high of high-low calibration". No adverse effects were reported.